Event description:
It was reported, surgeon inserted the t2 recon nail. He was using the recon mode. When he attempted to slide the recon targeter over the nail adaptor, there was difficulty sliding it closer to the pt. The targeter was impacted w/a mallet eventually sliding close enough to finish procedure. After the instruments were decontaminated, I tried to slide two different arms over the adaptor and was not able to.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.